Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It was reported that during normothermia trying to cool patient to 98.6f but the arctic sun device was alerting 113 (reduced water temperature control). Per follow up information, spoke to biomed who confirmed the mixing pump would be replaced onsite. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during normothermia trying to cool patient to 98.6f but the arctic sun device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 99.1f, targeted temperature (tt) was 98.6f, water temperature (wt) was 83.5f, water flow rate (wfr) was 2.4 l/m. 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 83.5f, outlet control temperature (t2) was 83.5f, inlet temperature (t3) was 83.7f, chiller temperature (t4) was 39.4f, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 65, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 5733.4 and pump hours were 5313.6. Advised they need to swap out for an alternate device. Label this one 113 and send to biomed for evaluation of pump. Per additional information from wo received via task on 02apr2025, biomed received device and troubleshot with technical support. Faulty mixing pump will be replaced onsite. Per follow up information received via task on 03apr2025, the nurse confirmed this device did go to the biomed but was not sure of the case details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during normothermia trying to cool patient to 98.6f but the arctic sun device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 99.1f, targeted temperature (tt) was 98.6f, water temperature (wt) was 83.5f, water flow rate (wfr) was 2.4 l/m. 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 83.5f, outlet control temperature (t2) was 83.5f, inlet temperature (t3) was 83.7f, chiller temperature (t4) was 39.4f, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 65, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 5733.4 and pump hours were 5313.6. Advised they need to swap out for an alternate device. Label this one 113 and send to biomed for evaluation of pump.